Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that they had one of my teeth bonded and now it feels uncomfortable. Both upper and lower retainers have a very poor fit.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.